Manufacturer narrative:
1. DHR/bhr review lot#3080069. 1 this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the status and composition of the foreign matter at the tip of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. On (B)(6) 2024 a nurse's pre-tube placement operation check revealed a fm in the tip of the indwelling needle, which was immediately replaced and disposable consumables were increased in use with no adverse effects.